Event description:
Customer's wife reports that a property seated lancet did not retract into softclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.